Manufacturer narrative:
Per report, "after using 25g medline butterfly needle to draw blood from pt [patient] right hand, a leak was noticed at the beginning of the line towards the base of the safety connecting needle to syringe. Once noticed I removed the needle and applied pressure, as well as attempted to safety the needle. Needle would not safety, and after pt hand stopped bleeding, I placed unsheathed needle into sharps container. The patient did have to be drawn again. Sharps container given to shift lead." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "after using 25g medline butterfly needle to draw blood from pt [patient] right hand, a leak was noticed at the beginning of the line towards the base of the safety connecting needle to syringe. Once noticed I removed the needle and applied pressure, as well as attempted to safety the needle. Needle would not safety, and after pt hand stopped bleeding, I placed unsheathed needle into sharps container. The patient did have to be drawn again. Sharps container given to shift lead."